Event description:
The customer reported that there was a problem with the unit's display. The customer had no additional info on the pt, if any, that was involved in this incident or the basis for the actual complaint. No pt injury was reported.